Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure due to high impedance and a possible fracture during placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.